Event description:
Subsequent to the initially filed emdr report, the following information was added: reportedly, the footplate was stuck opened and was unable to be closed. The device was stuck in the patient. A cutdown was performed and after a great deal of finesse and some advancement of the device under clear visualization using ultrasound the footplate was put down enough to remove the device. An additional prostyle device was attempted; however, a suture miss "[cuff miss]" occurred. Hemostasis was achieved via a figure-of-eight. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional procedure. Reportedly, the lever was returned to its original position but the footplate did not close. The device was stuck in the patient. A cutdown was performed to remove the prostyle device from the patient anatomy. Hemostasis was achieved via a figure-of-eight. Three prostyle device were used for troubleshooting purposes outside the patient anatomy. The lever was opened but resistance was felt when the lever on all three prostyle devices was closed. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the device could not be tested due to the condition of the device. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the cause of the entrapment and the difficulty closing the foot is related to the device was deployed out of sequence. The first step of opening the foot was completed before a partial deployment of plunger (step 2) occurred which likely caused the noted needle to cuff miss. A retraction of the foot was then attempted (step 4) without removal of the plunger (step 3). In this condition the plunger blocks the foot from retracting and creates the reported difficulties to open or close the foot and entrapment of the device. The forcible closure of the foot on the plunger led to the noted damage of the follower.. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.